Event description:
The intra-aortic balloon was inserted into the pt on 7/20/98. On 7/22/98, the intra-aortic balloon leaked. Blood was noted in the tubing. The doctor had difficulty removing the intra-aortic balloon. As a result of the event, the pt had some bleeding. Event complications: difficulty removing intra-aortic balloon/pt had bleeding -reported 7/27/98. Pt's current status: unk-reported 7/27/98.